Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09233. Related manufacturer reference number: 2938836-2020-09234. It was reported that the patient had device system removal on left side and re-implant of new device system on right side due to infection. The patient had skin breakdown/erosion exposing the device and leads. The patient's condition was stable before, during, and after the procedure.